Event description:
Following successful implantation of the gore tag thoracic endoprosthesis for treatment of a type iii aortic dissection, this patient was identified with a proximal type I endoleak. A reintervention was performed in 2006 to implant an additional tg4015. Final angiogram showed no endoleaks, and the procedure was completed. The patient was stable throughout this procedure.

Manufacturer narrative:
The device remains functioning in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.